Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the extension set tubing was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video shows a powerloc max suspended by the luer adaptor. The luer adaptor and extension set tubing appeared to be intact. Evidence of use was observed on the sample. Tape was attached to the needle housing. Fluid was observed to leak from the extension set tubing near the distal end of the luer adaptor. Fluid was concurrently spraying from the needle tip. The characteristics of the breach in the tubing could not be discerned from the video; therefore, the cause of the reported damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated tubing looks like it was cut with scissors. 12/02/2019: updated info: patient's father stated "happened around 7:45 pm on (B)(6) during first saline flush prior to IV cipro infusion. The needle had been in place for 4-6 days without any issues.

Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated tubing looks like it was cut with scissors. (B)(6) 2019: updated info: patient's father stated "happened around 7:45 pm on 11/26 during first saline flush prior to IV cipro infusion. The needle had been in place for 4-6 days without any issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the extension set tubing was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video shows a powerloc max suspended by the luer adaptor. The luer adaptor and extension set tubing appeared to be intact. Evidence of use was observed on the sample. Tape was attached to the needle housing. Fluid was observed to leak from the extension set tubing near the distal end of the luer adaptor. Fluid was concurrently spraying from the needle tip. The characteristics of the breach in the tubing could not be discerned from the video; therefore, the cause of the reported damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated tubing looks like it was cut with scissors. 12/02/2019: updated info: patient's father stated "happened around 7:45 pm on (B)(6) during first saline flush prior to IV cipro infusion. The needle had been in place for 4-6 days without any issues.